Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this implantable pacemaker showed an elective replacement indicator (eri) up to 3 months before the end of life (eol). The patient stated that the device traveled up to the collar bone. Boston scientific technical services (ts) added that will continue to follow up with health care professional (hcp) and the surgery will place a new device under the muscle. This pacemaker remains in service. No adverse patient effects were reported. Additional information received indicates that this pacemaker was explanted. A new device with a different model was successfully implanted. Additionally, the physician stated that the device had not migrated. The device will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker showed an elective replacement indicator (eri) up to 3 months before the end of life (eol). The patient stated that the device traveled up to the collar bone. Boston scientific technical services (ts) added that will continue to follow up with health care professional (hcp) and the surgery will place a new device under the muscle. This pacemaker remains in service. No adverse patient effects were reported. Additional information received indicates that this pacemaker was explanted. A new device with a different model was successfully implanted. Additionally, the physician stated that the device had not migrated. The device will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker showed an elective replacement indicator (eri) up to 3 months before the end of life (eol). Technical services (ts) discussed that the patient stated that the device traveled up to the collar bone. Ts added that will continue to follow up with health care professional (hcp) and the surgery will place a new device under the muscle. This pacemaker remains in service. No adverse patient effects were reported. Additional information received indicates that this pacemaker was explanted. A new device with a different model was successfully implanted. No additional adverse patient effects were reported.